Event description:
It was reported that patient present at the doctor¿s office on (B)(6) 2014 with signs and symptoms of an infection (unknown type) at the pocket site of their implantable neurostimulator (ins). Symptoms included redness, tenderness, and swelling at the ins site at the right abdomen along with a fever. In addition it was noted that the patient had a loss of reflexes in the lower extremities. It was reported that the patient was placed on clindamycin but no culture was taken. No other diagnostics or troubleshooting was performed. The patient status at the time of report was noted as ¿alive ¿ no injury¿. Follow up information received on (B)(6) 2014 reported that the patient¿s ins system was explanted on (B)(6) 2014. It was reported that cultures grew staphylococcus epidermis. It was noted that the patient was now an in-patient and was receiving IV vancomycin (2250 mg every 12 hrs). The plan was for the patient to go home (B)(6) 2014. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the patient¿s infection resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. (B)(4).